Event description:
It was reported that the moses 200 fiber was sparking in the middle of a laser lithotripsy procedure. The fiber was replaced with a moses 365 fiber and the procedure was able to be completed with no patient complications.